Event description:
The report from a clinical study (B)(4) for patient (B)(6) indicated that index procedure was coil embolization assisted with an enterprise vrd ((B)(4)) of a right parasellar, and during the procedure, the patient developed cerebral infarction in right mca with hemiplegia. Argatroban hydrate and edaravone were administrated for the treatment. The event outcome as of three months after onset was recovered without sequelae. According to the physician, the relationship of the event to the procedure was highly probable and to the vrd was unknown because the patient already had a symptom of cerebral infarction before placing the vrd. However, the physician noted that prior to placing the vrd, there had been some defects that was suspected thrombus in the aneurysm, but unknown what exactly was the defect. After the coils were place, no coil or coils protruded from the target aneurysm. During the event, the enterprise stent was patent, and was fully expanded, appose to the vessel wall. No further information was available. No further information is available and procedural images are not available.

Manufacturer narrative:
It was reported via the (B)(4) study that during an enterprise vrd assisted coil embolization of a right parasellar aneurysm the patient developed a cerebral infarction in the right mca with hemiplegia. Argatroban hydrate and edaravone were administrated for the treatment. The event outcome as of three months post procedure was indicated as "recovered without sequelae." According to the physician, the relationship of the event to the procedure was highly probable and to the vrd was unknown because the patient already had a symptom of cerebral infarction before placing the vrd. It was reported that prior to placement of the vrd that there were some defects with suspected thrombus in the aneurysm; however, there is no information regarding the defects. During the event the enterprise stent was patent and was fully expanded and apposed to the vessel wall in stable position. The (B)(6) female had no other medical history. Antiplatelet therapy included aspirin 100mg/day from two weeks pre-procedure until three months post procedure and ongoing clopidogrel 75mg/day beginning two weeks pre-procedure. The unruptured saccular aneurysm neck was 5.2mm, and the neck to sac ratio was 5.2mm: 5.4mm. The parent vessel size diameter proximal was 4.0mm and distally was 4.2mm. The recommended parent vessel diameter for placement of the enterprise vrd as outlined in the IFU is 4.0mm. Usage other than the approved labeling may involve risks not described in the labeling. Heparin 12000 units was administered intra-procedurally with an act of 143 seconds pre-anticoagulation and 362 seconds post anticoagulation. Prior to implanting the vrd via a 606-s255x (lot#unknown), a chaperon/terumo, and an x-celerator/ev3 were utilized. The occlusion rate of the aneurysm after the procedure was 26%. Other devices utilized during the procedure were, neuroute 1012, excelsior sl10, micrusphere (catalogue#, lot# unknown), cashmere (catalogue#, lot# unknown) deltaplush (catalogue#, lot# unknown), axium/ev3 (total2), ed coils/kaneka (total3). No further information is available and procedural images are not available. The modified rankin scale (mrs) score on the day of the procedure was 0, one day post procedure the mrs was 1, and approximately three months later was 0. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01427228. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Cerebral infarction is a known potential adverse event associated with the use of the enterprise vascular reconstruction device and delivery system and the procedure as outlined in the instructions for use. During interventional procedures, the devices are advanced and withdrawn through accessory arteries to treat the target lesion. The physical manipulation of the arteries may result in embolization of debris from the intimal layers of these arteries. Although based on the available information and without procedural/diagnostic images, no definitive conclusion can be made; patient, procedural and pharmacological factors may have contributed. Based on the report that the patient already had symptoms of a cerebral infarct prior to the use of the enterprise vrd and without procedural images, as reported, no conclusion can be made regarding the reported event. However, it appears that patient factors and pre-use procedural factors likely contributed. There is no indication of any device performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The patients did not have a medical history. The unruptured saccular aneurysm neck was 5.2mm, and the neck to sac ratio was 5.2mm: 5.4mm. The parent vessel size diameter proximal was 4.0mm and distally was 4.2mm. Mrs on (B)(6) 2011 was 0, on (B)(6) 2011 was 1, and on (B)(6) 2011 was 0. The act was 143 seconds pre anticoagulation and 362 seconds post anticoagulation. No information regarding inr, pt, and ptt. Antiplatelet therapy included aspirin 100mg/day:2011 (B)(6), clopidogrel sulfate 75mg/day: 2011 (B)(6), argatroban hydrate 60mg/day:2011 (B)(6), and heparin 12000u was administered intra-procedurally. The occlusion rate of aneurysm was 26% after the procedure. Prior to implanting the vrd, chaperon/terumo, prowler plus microcatheter ((B)(4)/lot# unknown), x-celerator/ev3 were utilized. Other devices utilized during the procedure were, neuroute 1012, excelsior sl10, micrusphere (catalogue#, lot# unknown), cashmere (catalogue#, lot# unknown) deltaplush (catalogue#, lot# unknown), axium /ev3(total2), ed coils/kaneka(total3). No further information is available and procedural images are not available. Please note that the event will be reported, additionally provide the following information: per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01427228. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The product remains implanted and will not be returned for analysis. Additional information will be submitted within 30 days of receipt.